Manufacturer narrative:
Additional information - e1 (telephone number):(B)(6). This report will address the discovered event of "s-cylinder [suction cylinder] has foreign objects", found during investigation and evaluation of this device. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the s-cylinder was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Olympus will continue to monitor field performance for this device.

Event description:
During investigation of the device, it was found that the s-cylinder (suction cylinder) had foreign objects. There was no patient involvement, and there was no harm/adverse effect associated with this event.